Event description:
Please note the complaint involves a device associated with an adverse event that is not manufactured by (B)(6) north america. A peritoneal dialysis (pd) registered nurse (rn) contacted fresenius customer service to report the patient is on perm in center due to a malfunction pd catheter. The patient was not in the hospital. Just an fyi. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).